Manufacturer narrative:
The device remains implanted and is thus not available for evaluation. A device history record review of the manufacturing records could not be conducted without a lot number. The report is associated to the one submitted under the manufacturing report number 9616099-2017-01585 as they pertain to the same patient, additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(6) study, a 6x10 smart control stent was and an unknown smart control stent was deployed in the proximal portion of the right femoral artery. Approximately 3 ½ years later, the patient developed pneumonia and respiratory failure. He was hospitalized for possible mycotic aspiration pneumonia. Antimicrobial medicine was continuously administrated, but the malfunction of kidney was confirmed. On an unknown date, the patient also developed pneumonia and respiratory failure. He was hospitalized for possible mycotic aspiration pneumonia. Antimicrobial medicine was continuously administrated, but the malfunction of kidney was confirmed. Approximately 2 months after the pneumonia event, the patient expired. During the initial procedure, the patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.

Manufacturer narrative:
Additional information was received that there was one stent implanted in the patient. Additionally, during the hospitalization for pneumonia treatment, then the renal malfunction became worse. Dialysis was done temporally, but it did not improve the renal situation. The patient expired a few weeks later because the renal malfunction became worse. Therefore, there is no relation to there is no unknown smart control stent implanted in this patient and the event no longer meets the requirement for regulatory reporting. No additional information is available and no further reports will be forthcoming. Please note that this report is associated to manufacturing report 9616099-2017-01585, as both devices were used in the same patient.